Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the up arrow and down arrow keypad buttons have become increasingly unresponsive over the past 2 months. He noted that the buttons still click as expected when pressed. The family member denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that the pt carries the pump in a pocket or on a clip attached to her waist.